Event description:
It was reported the recorder was removed due to infection. The patient was treated with medication and discharged in satisfactory condition. A month later, the patient was admitted to the hospital with shortness of breath and respiratory distress. The admitting diagnosis was acute hypoxic hypercanic respiratory failure secondary to acute copd and asthma exacerbation. He was treated and released, with reported improvement in his condition. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found.